Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issue on (B)(6) 2026. The infusion set was in use for two days. It was stated that the infusion set fell off during use. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.